Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. No changes or interventions were reported. There were no patient consequences.

Event description:
New information received notes that a new right ventricular (rv) lead was placed on (B)(6) 2025. The patient condition post-intervention was not known.